Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool smarttouch sf and the patient experienced heart block that required pacemaker insertion. A transient heart block was noticed at the end of the last lesion. They were targeting a parahisian pvc (premature ventricular contraction). They went off ablation and paced the ventricle for 2 minutes. The total heart block time was 3 minutes. The patient's conduction recovered, however, the patient's baseline conduction was poor to begin with. It was reported that leading up to the injury, idioventricular rhythm was present in the patient. Additionally, no clear conduction was present in the patient. Relevant past medical history included holt-oram syndrome (pre-procedure first degree av block (pr interval ~360 msec)). Rescue pacing was performed from the right ventricle (rv) quad and a pacemaker was put into the patient after going off pacing due to patient's poor baseline conduction pre-procedure and temporary block from ablation procedure. Conduction was brought to baseline. Patient fully recovered. There were no bwi product malfunctions. The physician believes the cause of the adverse event was that they chose to burn very close to the his location.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool smarttouch sf and the patient experienced heart block that required pacemaker insertion. A transient heart block was noticed at the end of the last lesion. They were targeting a parahisian pvc (pre-mature ventricular contraction). They went off ablation and paced the ventricle for 2 minutes. The total heart block time was 3 minutes. The patient's conduction recovered; however, the patient's baseline conduction was poor to begin with. It was reported that leading up to the injury, idioventricular rhythm was present in the patient. Additionally, no clear conduction was present in the patient. Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation on 27-jan-2025. A visual inspection and revision of all features were performed following j&j procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. During product evaluation the lot number was identified to be 31465358l. A manufacturing record evaluation was performed for the finished device batch number, and no internal action were identified. No malfunction was observed during the product analysis, other issues or circumstances may have occurred during the usage of the device that compromised its performance. The root cause of the adverse event remains unknown. There were no product malfunctions. The physician believes the cause of the adverse event was that he/she chose to burn very close to his location. The instruction for use (IFU) contains the following warning and precautions: when using the catheter with conventional systems (using fluoroscopy to determine catheter tip location), or with the carto¿ 3 system, careful catheter manipulation must be performed in order to avoid cardiac damage, perforation, or tamponade. Do not use excessive force to advance or withdraw the catheter when resistance is encountered. The firmness of the braided tip dictates that care must be taken to prevent perforation of the heart. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).